Event description:
It was reported that patient states he still experiences pain 3 months post surgery, around his fore skin which engorges in two marble size lumps. He can message them away and compress with bandage. Patient wants to know if this is normal.